Event description:
It was reported that this right atrial (ra) lead was suspected to have fractured due to exhibited noise and high impedance measurements. A lead revision was performed, the ra lead was surgically abandoned and successfully replaced with a new lead. No additional adverse patient effects were reported.